Event description:
The initial report was that there was an obstruction in the flow detected by the technician, which did not impact the procedure. However, upon return to the manufacture during the investigation, it was discovered that there was a leak at the strain relief, which has the potential to contaminate the sterile field.

Manufacturer narrative:
The incident sample was returned and during complaint investigation discovered to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.